Event description:
There was an issue with a spacemaker pro trochar while using it in a bilateral inguinal hernia case. The obturator that goes inside the trochar balloon broke and it was stuck in the trochar. The team tried to get it out but couldn't so they had to open a whole new kit.